Event description:
Additional information was received that x-rays were taken prior to the electrode revision. The images showed evidence consistent with air entrapment.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode received an inappropriate shock due to p-wave oversensing with a small qrs signal. An x-ray revealed the electrode was not in an optimal position. Boston scientific technical services (ts) discussed changing the gain to 2x and revising the electrode. The local area field representative was contacted for additional information. It was reported gain was changed to 2x which improved sensing and a revision was not yet scheduled. Subsequently, an invasive procedure was performed. The electrode was damaged while being repositioned. Therefore the electrode was explanted and replaced. No additional adverse patient effects were reported.